Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-feb-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 01-feb-2022, UDI#:(B)(4). (B)(4) pertain to product ID 977a260, serial# (B)(4), product type lead and product ID 977a260, serial# (B)(4), product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the leads migrated down two vertebral bodies; an x-ray was performed as a protocol to the study and the images showed a lead migration from an x-ray on the day of implant. It was noted that the doctor suspected a non-compliance with post-op restrictions. The issue was not resolved at the time of the event; however, no actions/interventions were taken or planned, and there was no plan to move the leads as the patient¿s pain was being controlled. No further complications were reported/anticipated.